Event description:
It was reported by the customer, PICC inserter discover 2 kinks at 12 and 16 cm mark on catheter before use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a kinked stylet is confirmed; however, the cause is unknown. One 4fr single lumen powerpicc solo with 3cg stylet was returned for evaluation. An initial visual observation revealed no use residue in the sample. A kink was observed between the 21cm and 22cm depth markings of the catheter. After carefully removing the 3cg stylet from the catheter, the kink was observed to be on the stylet, and not on the catheter. Other minor kinks were also observed above the t-lock and near the tip of the stylet. These findings align with the alleged complaint; however, the exact cause could not be determined. This complaint will be recorded for future trending and monitoring purposes.